Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) patient experienced atrial fibrillation (af) that was not detected by the device. The device remains in use. No patient complications have been reported as a result of this event.